Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
In (B)(6) 2026, the user's parents noticed that the child is not reacting to sounds any more. Further proceedings are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In (B)(6) 2026, the user's parents noticed that the child is not reacting to sounds any more. Further proceedings are currently unknown.